Event description:
Pt reported, the infusion device did not display an error message e4 (occlusion) error. Pt stated her blood glucose level went up too high. Pt reported on (B)(6) 2011, her blood glucose level was 295 mg/dl at 8:30 am and she administered 3.0 units of insulin via the infusion device. Pt stated at 12:00 pm, her blood glucose was 315 mg/dl and she administered 8.0 units of insulin via the pen and then she ate and administered 3.0 units of insulin via the infusion device. Pt's normal blood glucose range is 120-150 mg/dl. Pt reported she checked the infusion set afterwards and the infusion set was clogged. No further information is available. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.